Event description:
It was reported that the large volume pump module failed to alarm for air that entered the line. The air did not reach the patient as it was caught before doing so. There was patient involvement but no harm. After the third-party servicer finished their investigation, they were unable to duplicate the reported equipment issue.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of inaccurate delivery was not able to be confirmed or replicated after a review of the pcu logs provided. Inspection and laboratory testing could not be performed because the devices were not returned for investigation. Error logs showed no errors related to the reported event. On (B)(6) 2025, at 9:53 am, the first infusion of the reported day was recorded with the suspect pump module with a rate of 999ml/h and a vtbi of 500ml. The infusion started with a pvi (primary volume infused) of 0ml. At 10:24 am the infusion was completed with a pvi of 500.025ml, then, the pump module was powered off. At 1:36 pm the suspect pump module was attached to the pcu, a new patient was selected and the pvi was cleared, then, between 1:39 pm to 3:16 pm a total of five (5) infusions were programmed and completed successfully with no interruptions or malfunctions recorded. At 3:18 pm the pump module was powered off with a pvi of 261.748ml and no further infusions with the suspect device were performed the day of the reported event. The bd alaris system with guardrails user manual v12.3.1 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report large volume pump module failed to alarm was not identified after a review of the pcu logs provided. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation.

Event description:
It was reported that the large volume pump module failed to alarm for air that entered the line. The air did not reach the patient as it was caught before doing so. There was patient involvement but no harm. After the third party servier finished their investigation, they were unable to duplicate the reported equipment issue.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module failed to alarm for air that entered the line. The air did not reach the patient as it was caught before doing so. There was patient involvement but no harm. After the third party service finished their investigation, they were unable to duplicate the reported equipment issue.